Manufacturer narrative:
Information obtained indicates that the patient had some depuy implants along with a zimmer tibial cone (which zimmer biomet (B)(4) design control). The patient's implants were revised to address pain. The tibial cone was unavailable for physical investigation. Should additional information be received to further this investigation, this report will be updated.

Manufacturer narrative:
Investigation in process.

Event description:
It was reported on (B)(6) 2017, by the sales rep that the patient had their tm large tibial cone revised when their tka was revised on (B)(6) 2017. The tibial cone is the only zb-tmt designed controlled part revised.